Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to fresenius customer service that the patient is in the hospital and has peritonitis, and underwent surgery to have their catheter removed. On (B)(6)2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis and had the pd catheter (not a fresenius product) removed on (B)(6)2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital on an unknown date for reasons unrelated to pd therapy or the use of any fresenius products. The patient¿s health was declining and quickly getting worse. During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the date of diagnosis. This resulted in the patient¿s pd catheter being removed. It was not confirmed if the patient was initiated on hemodialysis after the pd catheter removal. No further information related to the peritonitis event was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. It is unknown what medical conditions the patient was diagnosed with during the hospitalization. The patient¿s health was declining quickly. It is unknown if the patient had assistance in completing the peritoneal dialysis (pd) treatments. Many hospital clinicians and nurses are not familiar with pd procedures or the recognition of pd-related peritonitis. Therefore, pd patients may have a particularly high risk of developing peritonitis after hospital admission for unrelated reasons. Although there are no culture results and the cause of the peritonitis is unknown, the pd catheter was removed suggesting a possible touch contamination. The pd catheter is the source of infection for the vast majority of pd-related cases of peritonitis as it provides a portal of entry for organisms into the normally sterile peritoneum. Most cases of pd-related peritonitis are the result of ¿touch contamination¿. Based on the available information and no allegation or evidence of a defect, malfunction, or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A patient contact reported to fresenius customer service that the patient is in the hospital and has peritonitis, and underwent surgery to have their catheter removed. On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis and had the pd catheter (not a fresenius product) removed on (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital on an unknown date for reasons unrelated to pd therapy or the use of any fresenius products. The patient¿s health was declining and quickly getting worse. During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the date of diagnosis. This resulted in the patient¿s pd catheter being removed. It was not confirmed if the patient was initiated on hemodialysis after the pd catheter removal. No further information related to the peritonitis event was available.